Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.9 returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component code, device code and type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully delaminated 9cm in length from distal tip and c-marker not returned. Imagery was provided from the site and revealed the following: distal end of balloon stuck at esheath+ distal tip and bunched towards nose tip. C-marker appears detached from intended location inside patient. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint were confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the sheath liner delamination, while procedural factors (device manipulation) may have cause or contributed to c-marker separation. Withdrawal of a delivery system with an altered balloon profile (balloon burst) can lead to the system to catch onto the sheath liner. In addition, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination and c-marker band separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. No corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06051. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal end of balloon stuck at esheath+ distal tip and bunched towards nose tip. C-marker appears detached from intended location inside patient. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''provided image was reviewed by engineers, and the following was observed: inflation balloon and nose tip were separated and c-marker band appears to be detached from the esheath. The c-marker band was not removed from the patient and it was unknown when this event could occurred.'' In this case, it is possible that some degree of liner delamination occurred and contributed to the separation of the c-marker. The altered profile resulting from a balloon burst can be more susceptible to catch onto the distal tip of the sheath. The balloon likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination. As the radiopaque c-marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the commander delivery system balloon ruptured following valve deployment. The valve was implanted in a good position with no aortic regurgitation and no pericardial effusion. During withdrawal, the balloon ended up crumpling. The inflation balloon and nose tip were separated and proximal part of balloon could be retrieved but unable to bring the rest of the delivery system into esheath. Several attempts were made to withdraw the balloon without success. The patient had right common iliac artery perforation, multiple organ failure, pressure started to drop and there was no cardiac output. Cardiopulmonary resuscitation was started. Two covered stents were placed in the common iliac artery. The aortic balloon was deflated and pressure continued to fluctuate. It was believed that another bleed occurred elsewhere but could not be detected. A vascular surgeon then cut down to close the 24f access site and the patient was sent for a CT. Unfortunately, the patient expired on the table of the CT scanner. The c-marker band was not removed from the patient and it was unknown when this event could occurred.